Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks and gouges. Additionally, the anterior section of the post has been fractured off. All pieces were returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. Root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp was fractured during sterilization following a procedure. The fracture was noted upon return from the sterilization processing department after they disassembled and cleaned the operating room. No patient impact was reported.